Manufacturer narrative:
H11: two photos were sample provided to our quality team for evaluation. The 8fr catheter should have ¿8fr¿ printed on it; however, this marking was not visible in the photos. Additionally, the photo attempting to mate the two components shows a high level of resistance, the needle is visible through the catheter, indicating that the needle is too large for the catheter. Given the evidence provided we are confirming the incorrect catheter was included within the tray. A device history review could not be completed as no batch number was provided. A targeted non-conformance was identified, mixed product, a formal investigation was opened to further investigate these defects as a result of the confirmed manufacturing failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the safe t centesis wire is not threading the needle and the cover does not fit.